Event description:
During the implant procedure, a small vein was punctured with a blunt kelly instrument. Physician applied pressure to stop the bleeding. Imaging was conducted after the procedure and issue was resolved.